Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the fenestrated bipolar forceps had a broken wire. The procedure was completed with no reported injury using a backup fenestrated bipolar forceps. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use without any issue. The instrument did not collide with any other instrument or tool during the procedure. There was no evidence of arcing of electrical energy during the surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. Failure analysis found the primary failure of frayed grip cable to be related to the customer reported complaint. For clarification, the instrument was not found with a broken cable, but had a frayed grip cable at the distal end. The root cause of this failure is attributed to a component failure. Additional observation, which was not reported by site: the instrument was found to have scratch marks or abrasions on the bipolar yaw pulley. This failure is most commonly caused by mishandling or misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have damage of the conductor wire insulation. The instrument passed the electrical continuity test. The wires were found to be exposed within the insulation. The root cause of this failure is attributed to component failure. No image/video investigation required as no image or video clip for the reported event was submitted for review. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17/ lot/serial# n10210405- 0107) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on (B)(6) 2022 via system serial# (B)(4) for a partial nephrectomy procedure. The alleged event occurred on the 10th use of the instrument. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is being reported due to the following conclusion: failure analysis found the conductor wire had damage to the insulation and wires were exposed. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.